Event description:
It was reported that the customer had a broken belt clip from when the nurse ripped it off and the threads remained on the top of the pump. Customer stated that there was something moist coming from the area. Customer mentioned that the moisture was different from insulin. Customer's blood glucose level was 378 mg/dl. Customer stated that the damage was on top of the pump between the reservoir compartment and battery compartment. Customer could not remove the threads or the piece from the pump. Customer had worn the pump in a pouch and in her pocket. Customer was not sure if the moisture was sweat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, and a cracked reservoir tube lip. The pump was received without the original belt clip on the belt clip slot. No damage on belt clip slot was noted. No moisture damage on the electronics was noted.